Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic remotely for a routine follow-up. Electrogram report from (B)(6) 2021 showed signal artifact caused by noise on the atrial lead. The physician elected to continue to monitor the lead without any intervention at this time. The patient was stable during and after examination.